Event description:
The technician found the left side rail will not latch.

Manufacturer narrative:
The technician found the side rail latch was bent. The technician straightened, cleaned and lubed the latch to repair the bed.